Manufacturer narrative:
Gehc surgery service personnel trouble shot and found blown incoming fuse on ps2 power supply. Ordering new power supply. Replaced and tested, system operating as intended at this time.

Event description:
Customer reported that generator not booting. Interlock failure upon bootup.